Event description:
The initial reporter complained of questionable ise indirect na and ci for gen.2 results for 1 patient tested on a cobas 8000 cobas ise module (double). The initial sodium result was 153 mmol/l with a repeat result of 142 mmol/l. The initial chloride result was 113 mmol/l with a repeat result of 104 mmol/l. The erroneous results were not reported outside of the laboratory. The repeat results were deemed to be correct. There was no adverse event. The provided calibration and qc data were acceptable. The sodium electrode lot number was n3587 with an expiration date that was not provided. The chloride electrode lo number was d9716 with an expiration date that was not provided. The field engineering specialist determined that the root cause was due to a contaminated solenoid valve. He cleaned the solenoid valve. He performed precision check testing with acceptable results. There have been no further issues following the service visit.